Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. In addition, it was reported that the cartridge was leaking from the septum. There was no adverse impact to customer's blood glucose level. Multiple cartridge changes and a syringe needle change were performed resolving the issues.